Manufacturer narrative:
(B)(4). Nim-response 2.0 nerve monitoring system records electromyographic (emg) activity from muscles innervated by the affected nerve. The monitor will assist early nerve identification by providing the surgeon with a tool to help locate and identify the particular nerve at risk within the surgical field. It will continuously monitor emg activity from the muscles innervated by the nerve at risk to minimize trauma by alerting the surgeon when a particular nerve has been activated. The patient interface and cable provide the means for carrying electromyographic activity from the patient's innervated muscles to the console, an interface for carrying stimulation signals from the console to the stimulating probes/electrodes, and an interface to the console from the incrementing probe. The patient interface has four or eight color coded pairs of patient electrode jacks, a patient electrode ground jack, one stimulus return jack, two stimulus output jacks (configured to accept monopolar or bipolar stimulating probes), and one incrementing probe jack. The patient simulator is used for troubleshooting and demonstrating the system without the need for patient interaction. The muting detector probe is designed to detect the presence of electronic noise from external devices (such as electrocautery / electrosurgical unit) that may cause interference on the emg monitor. Indications for use: this device is intended for use in surgical procedures for patient-connected intraoperative nerve monitoring, i.e. Assisting the surgeon in locating and mapping motor nerves through the use of electromyographic (emg) signals and electrical stimulus of nerves. This device is indicated for locating and identifying cranial and peripheral motor nerves during surgery. Contraindications: the use of paralyzing anesthetic agents will significantly reduce, if not completely eliminate, emg responses to direct or passive nerve stimulation. Whenever nerve paralysis is suspected, consult an anesthesiologist. Warnings and precautions: it is important that the nim-response 2.0 operator be familiar with this manual, its precautions, procedures and safety issues. Three labels are used in this manual to identify important concerns, conditions, or procedures: warnings: describes serious adverse reactions and potential safety hazards that can occur during the proper or improper use of a device. Precautions: any special care to be exercised by a practitioner or patient for the safe and effective use of the device. Additional precautions: identifies conditions or practices that could result in damage to the equipment. The nim-response 2.0 does not prevent the surgical severing of nerves. If monitoring is compromised, the surgical practitioner must rely on alternate methods, or surgical skills, experience, and anatomical knowledge to prevent damage to nerves. No medwatch 3500a form was received from the reporter. Any missing or incomplete data on this form 3500a is the result of information not being provided or released by the reporter. Multiple attempts to obtain the required information were made, and the records of these attempts are documented in the complaint file. This product was being used for treatment, not diagnosis. This report is inconclusive. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed.

Event description:
It was reported a procedure for a hypoglossal implant was completed. Postoperatively, the patient developed nerve apraxia (weakness). Surgeon is not sure if the event was caused by the nerve monitor, though he reports that he was able to stimulate on all channels on the nerve monitor at the end of this case. He is still using this device and does not want to return the device to the manufacturer for analysis. The surgeon did, however, ask the device representative for additional tips on usage of the device. The surgeon also reported he has used the device several times since [this event] without any difficulties or patient problems. The surgeon has not returned calls to inquire of patient outcome.